Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak, air embolism, stroke and patient death. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc 20304r208) was prepared according to the instructions for use ((IFU), and was inserted into the patient body. When the clip delivery system (cds 20330r116) was inserted, the sgc lost fluid column. Due to this, an air embolism entered the patient. The embolism was monitored and contained with aspiration, fluids and reducing pressure. A replacement sgc was then used. When the cds was in the left atrium attempting to position towards the valve, the m-knob on the cds would not function, there was no tip deflection. The cds was removed without incident and a replacement cds was used to complete the procedure which reduced the mr to grade 1. After the procedure, the patient had a stroke and passed away on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported leak/ splash (loss of fluid column during procedure) could not be determined. The cause of the reported death could not be determined. The reported patient effect death is listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.